Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet and had possible torn leaflet. Mr returned after slda. Additional non-abbott device was implanted on the same day.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet and had possible torn leaflet. Mr returned after slda. Additional non-abbott device was implanted on the same day.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported tissue injury and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda. Tissue injury and mr are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.